Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported left side "capsular contracture grade 2 to 3," "extreme pain, with irregular asymmetrical breast, and also the capsular contraction which is presenting with hardening and pain upon touch and sagginess," and "breast ptosis, grade 3."

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken crease sharp assessed as a fold flaw opening. Capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: crease fold observed in the surface. Wear abrasion observed in the device. Additional, changed, and/or corrected data.

Event description:
Healthcare professional reported left side "capsular contracture grade 2 to 3", "extreme pain, with irregular asymmetrical breast, and also the capsular contraction which is presenting with hardening and pain upon touch and sagginess", and "breast ptosis, grade 3".

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.